Event description:
It was reported that the patient's device involuntarily turned off on (B)(6) 2012. The patient does not have a patient programmer to turn it on/off, so he saw his physician who confirmed that it was off and turned it on again. No por (power on reset) was received and it was working normally. It was noted that the battery level was low, and that the parents were having difficulty finding a good coupling while charging. It was noted that the patient never goes out and probably was not subjected to a magnetic field. On (B)(6) 2012, the device involuntarily turned off for the second time while patient was at home. His physician checked it on (B)(6), no por occurred, all programming parameters were normal, and it was off although it was fully charged. The device was turned on again on (B)(6) 2012. It was reported that the patient experienced more epileptic episodes when his stimulation went off.

Manufacturer narrative:
Product ID: kinetra, serial# unknown. Product ID: 8840, serial# (B)(4), product type: programmer. (B)(4).